Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf which had a contamination on the grip and knob. After an unpacking the thermocool smarttouch sf the physician detected an contaminated grip and knob. The issue was noticed before being used on the patient. The foreign material was described as a red color material in a slice of 1-2cm and a gray color contamination on the grip knob size of knob. The material appeared to be embedded into the device. A replacement device was used. There was no patient consequence.

Manufacturer narrative:
On 2-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf which had a contamination on the grip and knob. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. A customer picture was initially received where reddish stains were observed on device handle. However, no damage or anomalies on the device were observed during visual inspection. These stains on handle and shaft were observed during device decontamination process, which matches with the pictures that the customer provided indicating where the "contaminated grip and knob" was observed. The original packaging was not returned for analysis. Therefore, it can be inferred that the stains disappeared during the decontamination process. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the reported complaint were identified. The foreign material issue reported was confirmed, based on the conditions observed during device decontamination process. The potential cause cannot be determined with the information available, as the original packaging was not returned, and further evaluation could not be performed. The instructions for use include the following recommendation: "the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged" as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).